Event description:
Reportedly, at the first device interrogation post implantation, the subject pacemaker was found in standby mode and re-initialized. An analysis is requested.

Event description:
Reportedly, at the first device interrogation post implantation, the subject pacemaker was found in standby mode and reinitialized. An analysis is requested.

Manufacturer narrative:
Preliminary analysis showed that the pacemaker switched in standby mode on (B)(6) 2014, most probably due to detection of data alteration in device memory.

Event description:
Reportedly during implantation of the pacing system when the lead (sn: (B)(4)) was tested by a psa in bipolar, the following error message was displayed: ¿incorrect values.¿ impedance and stimulation threshold testing were performed without any problem. No irregularities were noted during tests in unipolar. The psa cables were changed and the same behavior was observed. The lead was kept implanted. In addition, at the first device interrogation post implantation, the pacemaker was found in standby mode and re-initialized.